Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to unlocked lcd keypad connector. Unable to verify failed battery test alarm due to the unresponsive buttons. No blank display during testing. No damage found on the lcd isolation tape noted. The unit also was received with cracked reservoir tube lip, minor scratched lcd window and broken belt clip slot.

Event description:
Customer reported that the screen on the insulin pump is blank. Customer stated he put in an old battery and got a failed battery test. Then he placed the new battery in it and nothing happened; he attempted to change battery again and the screen showed a circle that is not full. Customer reported that the buttons are not responding. Customer does not recall any significant events leading to the issue. Blood glucose value was 126 mg/dl. Nothing further reported.